Event description:
It was reported that pump experienced recurring malfunctions identified as malf 12, occurring almost daily for several months, with no notable events leading up to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use current pump while prepared to rely on alternate insulin delivery if necessary, and technical support arranged shipment of replacement pump with updated software.